Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 590 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was over 569 mg/dl. Customer blood glucose reading at the time of the incident was over 590 mg/dl. Customer treated their high blood glucose with insulin pump. Customer stated their blood glucose reading started on (B)(6) 2017. Customer did not have any symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer drive support was normal. Customer changed the set on (B)(6) 2017. Customer did not mention if the cannula was bent. Customer declined to check for occlusions. Customer did not mention if there was air bubbles or leaks. Customer did not perform high pressure test. Customer setting was correct. Insulin pump will not be returning for analysis.